Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during an infusion of blood products, when the clinician came to check on the patient the infusion had stopped. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump stopped during an infusion of blood was confirmed in a review of the device logs. External and internal inspection process were performed on the suspect pcu sn: (B)(6) and suspect pump module sn: (B)(6). There were no issues or anomalies identified during the inspection of the suspect devices. Review of the pcu and pump module error logs showed no errors were recorded on the reported event date. The suspect pump module sn: (B)(6) was in use to infuse blood (prbcs) on (B)(6) 2024 as channel b. At 11:43:40 pm the pump module was programmed with a rate = 120 ml/h and volume to be infused (vtbi) = 300 ml. On (B)(6) 2024 at 2:42:27 am, the key pump pause was selected and the infusion paused. At 2:45:56 am the pump module was channel off with a primary volume infused = 430.613 ml. Testing was performed on the suspect pcu sn: (B)(6). Alaris system maintenance (asm) preventative maintenance (pm) testing was performed. The asm pm task completed successfully without any observed errors or malfunctions. Testing was performed on the suspect pump module sn: (B)(6). Alaris system maintenance (asm) preventative maintenance (pm) testing was performed. The asm pm task completed successfully without any observed errors or malfunctions. An infusion was performed on the suspect pump module to verify the functionally of the device. The suspect device completed the infusion without any issues, successfully passing the functionality test. The alaristm system with guardrailstm suite mx user manual v12.1.2 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. There was patient involvement but no harm. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: devices were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that during an infusion of blood products the infusion had stopped is being attributed to user programming. A review of the logs confirmed that the key pump pause was selected at 2:42:27 am on (B)(6) 2024.

Event description:
It was reported during an infusion of blood products, when the clinician came to check on the patient the infusion had stopped. There was patient involvement however no patient harm.